Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported pronto is not giving accurate readings. The doctor tested himself and got a reading of 16.3, but had a reading of 14.5 3 weeks prior. The customer has had his pronto for approx 4-5 years with no problems. No patient impact or consequences were reported.